Event description:
The consumer reported she felt the stimulation stop when she though she should feel stimulation and it did not come back on. On the day of the report, the patient had been charging from 2:30 - 7:30, but still had no stimulation. During troubleshooting, the patient was able to start a charge session and described the ins battery flashing between 1/4 and 1/2. The patient was successful to start stimulation back up and said she could feel it. The patient was not aware of any programming changes and never used the stimulator higher than 3. The patient said she did not turn the stimulation off. There were no traumas or falls related to this issue. There was an unrelated medical procedure of injections in the upper back starting (B)(6) or (B)(6) 2016. Later, the patient reported the stimulation turned off without turning back on. Now, the stimulation would turn off, then turn back on its own without using the patient programmer. The therapy was turning on and off by itself. There was a recent medical test or electromagnetic interference environmental exposure. The patient had a CT scan. However, the patient had the cat scan after the onset of the stimulation issue. It was unknown if the patient had cycling programmed or scheduled therapy. The patient did not confirm the implantable neurostimulator (ins) status when this issue occurred. The patient had a rechargeable ins. Sometimes the battery was over half full and sometimes it was low. The patient's pain would return when the patient felt the therapy stop. This issue started in (B)(6) 2016. Relevant medical history included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.